Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that she experienced unexplained high blood glucose for two days. Blood glucose value was over 600 mg/dl; treated with manual injection and came down. Customer stated she changed the battery on the insulin pump; she woke up in the morning with blood glucose level of 90 mg/dl, did some work and it went to 60 mg/dl. Customer stated that after lunch it was over 500 mg/dl and she did bolus for her lunch. Customer declined to troubleshoot as she stated that she has in the past and does not have an insulin delivery issue. Customer stated that the screen on the insulin pump looked foggy. Nothing further reported.